Manufacturer narrative:
Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient had inadequate pain relief. It was noted that a lead had migrated which was confirmed with imaging. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.